Manufacturer narrative:
Block b3: exact date unknown, event occurred few days prior to explant.

Event description:
It was reported that patient experiencing pain. X-ray showed that the lead was wrapped around and was intrathecal. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted device was kept by the medical facility.